Manufacturer narrative:
Covidien reference: (B)(4). The battery label indicated the battery pack manufacture date was march 2007, and the battery pack assembly shelf life expiration date was march 2009. The incident entry date for this complaint is: 21 may 2015. With a manufacture date as stated above, this battery pack should already have been replaced as part of the preventative maintenance schedule. It is recommended to be replaced every two years or as necessary. The battery pack is considered to be a consumable item, and the ones which have exceeded their service life would not normally be returned for failure analysis. The root cause conclusion is: expected wear / deterioration.

Event description:
It was reported that during patient use, a ventilator generated a low exhaled volume. The patient was transferred to another ventilator without harm. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) evaluated the ventilator, and verified the customer reported malfunction. The cse replaced the battery assembly because it failed the extended self-test (est). The ventilator then passed all tests, calibrations and was operating within the manufacturing specifications.